Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy. Blood glucose values were not provided; however, the reporter alleged the patient had large urinary ketones present. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self with insulin via injection. The reporter alleged a history/settings issue of the bolus totals not matching (>5% difference). This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: the delivered boluses were calculated and matched the total daily dose bolus history correctly. A manual 10 unit audio and 10 unit normal bolus were administered and both were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20 units. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The complaint of the pump bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.